Manufacturer narrative:
Reported event was confirmed by review of x-rays and office visit notes provided. Pain in the right knee was observed. The patient denies instability but she has had a workup for infection which was negative. Post operative radiographs reveal good prosthesis alignment. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product - natural knee ii nonporous femoral component size 1 right catalog# 630700011 lot# 60294315, natural knee ii durasul congruent tibial insert size 1/2 9mm height right catalog# 620108909 lot# 60462217, natural knee ii stemmed tibial baseplate size 1 right nonporous catalog# 630701210 lot# 60498646, unknown patella. Multiple reports for this patient: 0001822565-2017-03342, 0001822565-2017-03343, 0001822565-2017-03344. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to pain 11 years post implantation.